Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the audio bolus button was damaged and was not responding as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the bolus button cover and plug were detached from the pump, exposing the internal button contact. There was no evidence of contamination or other button defects observed. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.